Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5070399/ 5070877/ 7070468. Product family: scs-linear leads, upn: m365sc236670, model: sc-2366-70, serial: (B)(4), batch: 7070616. Product family: scs-extension, upn: m365sc313825, model: sc-3138-25, serial: (B)(4), batch: 7070333/7070355.

Event description:
It was reported that the patient was having inadequate pain relief. All devices were explanted and discarded.